Event description:
It was reported that there was a broken caster caster wheel. There was no patient involvement.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - (B)(4).

Manufacturer narrative:
Additional information was received that the caster did not break off the unit. The unit did not tip or fall. The user replaced the unit. H3 other text : additional information was received that the caster did not break off the unit. The unit did not tip or fall. The user replaced the unit.